Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. Customer stated that their blood glucose level at the time of incident was unknown but mentioned that they experienced a blood glucose level of 442mg/dl this morning. The customer stated that they treated with bolus and they declined troubleshooting for high readings. Troubleshooting for battery-out limit resolved the issue. Troubleshooting for failed battery test also found that insulin pump did not alarm failed battery test. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.